Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, hernia recurrence, adhesions to small intestine, kinking of small bowel, open draining wound, infection, scarring, severe and chronic pain and discomfort. Post-operative patient treatment included surgery to remove mesh, revision surgery, abdominal wall reconstruction, and bowel resection.